Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room due to a syncope episode. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the battery status, further troubleshooting could not be performed. On (B)(6) 2016, the device was explanted and replaced. No further information was available.